Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced or returned for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that the imaging system was unable to connect with the navigation system. This issue occurred after upgrading navigation cranial software. The imaging system ip address and navigation system ip address matched the fist three octets. It was also reported that the system had previously worked. Via phone, the clinical specialist continued to troubleshoot and eventually solved the reported issue. This issue was noted outside of procedure and there was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: manufacture date.